Manufacturer narrative:
H3- device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found a tear on the optic and haptic. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5 - it was reported that rotation was also experienced with the low vaulting. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -14.00/+4.00/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.